Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer successfully restarted the pump, but error recurred. There was no reported adverse impact to the customer. Reportedly, the customer reverted to manual insulin therapy.